Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was admitted in hospital. Device interrogation revealed auto polarity switch from bipolar to unipolar. One reading of high, out of range impedance was noted on the right ventricular lead which was suspected as the reason for polarity switch. There was also a highlighted note saying there had been several high, out of range impedance measurements. All other parameters before and after the polarity switch were found to be normal. No intervention was performed. The patient was stable and will continue to be monitored.